Event description:
The following has been reported: "over infusion on (B)(6) 2023 and why date and time changes." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.